Event description:
It has been reported to philips that the lever on the geometry module did not work as intended. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event. The planned diagnosis treatment was completed as planned on the same system without any reboot. There was no harm reported to philips. The philips field service engineer (fse) visited onsite and confirmed that the geo module malfunctioned. During troubleshooting, fse discovered that the inspection room¿s module was broken. To resolve the issue, fse replaced the geo module tilt. After the replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue didn't impact the procedure, it was completed as planned on the same system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.